Event description:
The customer reported the limb leads are not being detected. There was not reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported the limb leads are not being detected. There was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.